Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2013. They underwent left knee revision surgery on (B)(6) 2022, approximately 8 years 10 months post primary surgery due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert. The patient claims to have suffered from injuries including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: added the following: health effect - clinical codes, type of investigation.